Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient had a booster shot on (B)(6) 2022. The following day the cgm value displayed was 300 mg/dl, and she self-administered insulin (lantus and humalog). She passed out and was admitted to the hospital. The bg finger stick at the hospital was 90 mg/dl and the cgm value was 300 mg/dl. She was given food to eat. After eating, the bg finger stick was 180 mg/dl and she did not remember the cgm value. The patient did not disclose how long they were admitted to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.